Event description:
It was reported that during the right lower lobectomy, the surgeon opened and closed two times to ensure the middle lobe was ok and once ready, it closed nicely. The green light showed and the surgeon pressed the button to enter firing mode. It started firing a couple of staples then stopped. The right and left articulation worked but the reload would not open at all, locking on the tissue. Trouble shooting was done with disconnecting the adapter, and resorted in using the manual retraction tool which failed to open the reload. The surgeon had to forcibly remove the reload from the bronchus, causing little damage to the patient. The procedure was completed using a competitor's stapler. The surgical time was extended for 30 minutes as a result.

Manufacturer narrative:
D10 concomitant products: egia60amt egia 60 artic med thick sulu - egia60amt, lot# n4k1899y sig power sigadaptshort lin short adapt - sigadaptshort, serial# (B)(6) sig power sigpshell control shell - sigpshell, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the returned photos noted that there was extensive damage to the reload, with sections of the adapter and distal assembly becoming separated from the proximal end of the reload. The jaws of the reload were clamped and the I-beam was noted to be slightly advanced. The second returned image contained a close-up view of the damaged reload. A large section of the reload adapter and the corresponding pivot plate could be seen protruding distally out of the cover tube. Again, the jaws of the reload were noted to be clamped and the I-beam was partially advanced. An analysis of the data saved to the system showed abnormalities during firing and retraction that would result in the reported conditions. It was reported that during the right lower lobectomy, the surgeon opened and closed two times to ensure the middle lobe was ok and once ready, it closed nicely. The green light showed and the surgeon pressed the button to enter firing mode. It started firing a couple of staples then stopped. The right and left articulation worked b ut the reload would not open at all, locking on the tissue. Trouble shooting was done with disconnecting the adapter, and resorted in using the manual retraction tool which failed to open the reload. The surgeon had to forcibly remove the reload from the bronchus, causing little damage to the patient. The surgical time was extended for thirty minutes as a result. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.